Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25 x 08 mm xience sierra stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a tortuous and calcified lesion of the first diagonal coronary artery. Post the deployment of a 2.25 x 18 mm xience sierra stent, a distal edge dissection was noted. A 2.25 x 08 xience sierra stent delivery system (sds) was attempted to be advanced through the deployed stent to treat the dissection; however, resistance was met and the 2.25 x 08 xience sierra stent dislodged from the sds at the proximal part of the deployed stent. Negative pressure had been applied to the sds. The guide wire was inadvertently pulled out of the diagonal and on re-wiring the lesion, the wire passed behind the dislodged stent struts not through the stent. The stent was therefore crushed into the proximal segment of the stented vessel with an unspecified balloon catheter. The patient reportedly tolerated the procedure well. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the originally reported 2.25x18mm deployed stent was actually a 2.25 x 23 mm xience sierra stent. The dissection was ultimately treated with balloon angioplasty. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Event description: size of other device.